Event description:
Additional information received mat#: 305122, batch#: 3055928. It was reported by customer that when customer opened new needle, found it to have moisture and black material in needle hub. Verbatim: rcc received a complaint via email. Email(s) attached. Product information. Product code: 305122. Product description: needle hypo 25 x 5/8in. Lot/serial #: (B)(6). Expiry date: 2028-04-30. Problem information opened new needle, found it to have moisture and black material in needle hub. Occurrences: (B)(4) each. Reporter information reporter position/department: regulatory compliance sample information incident samples: 0. Representative samples: (B)(6) each. No adverse event reported 24oct2023. The incident date was 04-oct-2023. The complaint sample is not available for return as it was discarded upon discovery of the contaminants. There are however, (B)(4) needles remaining of the (B)(4) box that are currently quarantined, awaiting disposition. Kindly, please advise with regards to disposition and reimbursement. Avp would also be interested in any investigative findings, if/when available.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported there was moisture and black material in the hub. To aid in the investigation, seventeen samples in sealed packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Two photos show a packaging blister top web. The other two photos show a needle hub with a stain at the bottom. A device history record review was completed for provided material number 305122, lot 3055928. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual sample analysis a probable root cause could not be offered.

Event description:
Mat#: 305122 batch#: 3055928 it was reported by customer that when customer opened new needle, found it to have moisture and black material in needle hub. Problem information opened new needle, found it to have moisture and black material in needle hub. Occurrences: 1 each no adverse event reported.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement, device problem code: a180104 - device contamination with chemical or other material.